Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed per specification. First sensor failed due to low reading and the second sensor due to high reading.

Event description:
Customer reported differences in his sensor glucose and blood glucose readings. Customer's blood glucose was 354 mg/dl, treated with bolus insulin. The sensor glucose reading was 40 mg/dl. The customer also reported that his sensors have not lasted to full life. Troubleshooting found the customer was not calibrating at the appropriate times/frequency. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.